Manufacturer narrative:
The reagent lot number is 76718301 with an expiration date of 31-jan-2025. The customer stated that the analyzer, when going from standby mode, would not accurately scan the reagent packs and that they had to do a separate reagent scan to make sure the reagents were updated correctly. The field service engineer (fse) inspected the analyzer and found the reagent scan was not performed causing a software mismatch with the position of the reported reagent pack, and the reagent cover switch disengaged from the reagent cover with only a tape holding it down. The fse then removed the tape and performed a reagent scan to update the inventory. He performed a photomultiplier tube high voltage (pmt hv) adjustment and a blank cell calibration. He verified the analyzer's performance by mechanical and instrument checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e411 rack. The initial result was reported outside of the laboratory. The initial result was questioned by the doctor because it did not match as the patient was in their cycle, prompting the rerun of the patient sample. The initial result was 97.35 pg/ml. The repeat result was 1067 pg/ml. The repeat result was deemed correct.